Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date has been updated.

Event description:
It was reported that the leads were explanted and replaced on jun 2, 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer reference number: 3006705815-2021-02432. It was reported that the patient was not getting adequate therapy due to high impedance on the leads. As a result, surgical intervention may occur to address the issue.